Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the needle deformed and/or broke off during the passages into the tissue. The needle possibly detached from the suture when moderate tension was applied. The procedure was completed with another like suture. There were no patient consequences reported. Additional information has been requested.